Event description:
It was reported that the patient presented with improper healing at the pacemaker incision site during follow-up in clinic. The physician explanted the pacemaker and capped the right ventricular lead and the left ventricular lead to resolve the issue. The patient was in stable condition throughout the procedure.